Event description:
The customer reported difficulty in passing the needle during a right shoulder rotator cuff repair. Upon further examination of the needle, it was discovered that the tip of the needle had broken off inside the patient's joint. The broken tip was not located, possibly due to the tiny size and location. The surgeon elected to leave the tip in the patient, as it may have caused more harm to the surrounding tissues in trying to locate and remove it. The procedure was completed as intended using a second needle. The patient went home as planned from the surgery with no follow up x-ray performed and no patient injury or any adverse effect.

Manufacturer narrative:
An evaluation and testing of the needle could not be performed, as the product was already discarded at the user facility. A review of the device history record found this was manufactured in a lot of 100 and there were no discrepancies found that would contribute to the needle breakage. (B)(4). Each of these materials are routinely used in the manufacture of medical instruments and have a long history of safe and effective clinical use. Nitinol is a widely used material for vascular stents (implantable), valve patches and orthodontic devices. This is a newly released product ((B)(6) 2010) and the use of this product is technique dependent and the dfmea for this product addresses needle breakage as an acceptable risk. To date, there have been no reports of serious injuries related to this failure. The information for use (IFU) provides the user the following warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must the customer reported difficulty in passing the needle dube used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result.